Manufacturer narrative:
This report is being filed based on the report of "the wire broke". The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device instructions for use (dfu) warnings indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. The patient information, initial reporter information and the event date were not provided at the time of this report. Additional information was requested; however, at the time of this report no further relevant information was provided. If there is any further relevant information provided a follow up medwatch report will be submitted.

Event description:
Event description: at the time the guidewire was introduced into the ureter, the material coating the wire broke.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each hydro gw std s 150-035; returned loaded within the partial (less the j-straightener attachment dispenser assembly within the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the polymer jacket resulting in polymer jacket separation/removal exposing the distal 0.90cm of the metallic core wire. The specimen also presented a large radius bend 1.30 to 5.20cm from the distal tip, consistent with tensile loading. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the operational instructions section of the device instructions for use, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." As noted in the device instructions for use (dfu) warnings, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling and/or procedural factors have contributed to the event as reported. If any further relevant information is provided a follow up medwatch report will be submitted.